Event description:
It was reported that the pump had been alarming "no disposable, clamp tubing." The patient had been instructed to stop and restart the pump, but the alarm persisted. The patient was then directed to clamp the tubing, unlock the cassette, and check for air in the line. Air had been present. The tubing was massaged, and the cassette was tapped. The patient was subsequently instructed to reattach the cassette, unclamp the tubing, and restart the pump. Despite these actions, the pump continued to alarm. The patient was then advised to turn off the pump and clamp the tubing. The pump settings had shown a rate of 2.2, a volume of 101, with 90.95 ml administered. The patient had reset the residual volume. The event occurred while in use with a patient, and the patient had not been affected.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.